Event description:
It was reported that there was premature battery depletion. The patient had an overdischarge the year prior, a physician mode recharge (pmr) was done and the battery charged. The requirement as a result of the event was a replacement. The product issue was resolved, and the cause of the issue was determined. The patient had to recharge every day and approximately five months prior the battery stopped working. Patient status at the time of the report was alive, no injury. There were no patient symptoms or complications associated with the event. The cause of the overdischarge was due to patient compliance. The patient was awaiting insurance approval for the replacement. There was no therapy at the time of the report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 377760, lot# n0034792, implanted: (B)(6) 2006, product type: lead. Product ID: 377760, lot# v003907, implanted: (B)(6) 2006, product type: lead. (B)(4).